Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. A replacement procedure is anticipated, but has not yet occurred. At this time, the device remains implanted and in-service. No adverse patient effects were reported.